Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was connected at the time of the alarm. This occurred during an unspecified step of peritoneal dialysis therapy. The patient stated that they had cycled power to clear the alarm and had continued therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.